Event description:
A patient fall from hana orthopedic surgical table was reported. Instead of using the safety strap, a silk tape was used to secure the patient causing the fall.

Manufacturer narrative:
Per the information obtained from the patient's attorney, it was reported that the hospital did not use the safety straps as recommended in the owner's manual and instead used a silk tape to secure the patient causing a patient fall. Per the information obtained from hospital's attorney, the reported injuries were disputed and incident did not result in a serious injury or death. Information pertaining to device serial number or its usage was not obtained. While the reported incident looks like use error, the reported incident or the injury was not confirmed by the hospital. The root cause of this incident thus has been deemed as inconclusive.

Event description:
A patient fall from hana orthopedic surgical table was reported. Instead of using the safety strap, a silk tape was used to secure the patient causing the fall